Event description:
During an investigation into a subsequent event, a previously unreported event was discovered. Per the info provided to co by the dr's office, the device was surgically revised due to a "malfunction". As stated by the dr/surgeon, "a restricting capsule had formed around his reservoir which needed to be corrected surgically. As reported to co, no device and/or device components were removed or replaced.